Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b3, b5, b7, and h6 (device problem code). Evaluation: the device was returned to zoll medical canada for evaluation and there was no indication of a device malfunction. Review of the device log shows that the user had the device in the incorrect ECG view, lead ii, which did not show the ECG signal through the pads. The log confirms that an ECG signal was obtained through pads and would have been visible on the monitor had the device been switched to pads view. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display froze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.